Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by customer that a duplex of the upper extremity revealed thrombus extending from patient's midline. The event occurred on neuro critical care and was reported on (B)(6) 2022.